Manufacturer narrative:
Title: percutaneous transvenous transseptal transcatheter valve implantation in failed bioprosthetic mitral valves, ring annuloplasty, and severe mitral annular calcification citation: jacc : cardiovascular interventions (2016) authors: mackram f. Eleid, md, allison k. Cabalka, md, matthew r. Williams, md, brian k. Whisenant, md, oluseun o. Alli, md, neil fam, md, peter m. Pollak, md, firas barrow, md, joseph f. Malouf, md, rick a. Nishimura, md, lyle d. Joyce, md, phd, joseph a. Dearani, md, charanjit s. Rihal, md, mba earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature study regarding the immediate and midterm outcomes of non medtronic percutaneous transvenous transcatheter mitral valve, that had been implanted into a failed surgical bioprosthetic mitral valve or mitral ring. All data was collected from multiple centers from january 2014 to december 2015. The study population included 48 patients (predominately female, mean age 76 ± 11 years) that were implanted with a non-medtronic transvenous transcatheter mitral valve. However, it was reported that the non-medtronic product had been implanted into 12 failed mosaic valves, 8 failed hancock valves and 1 failed duran ring (serial numbers not provided). No deaths were attributed to a medtronic device. Among the patients with a previously implanted hancock valve, adverse events included: increased gradient measurements, two incidents of stenosis and 5 incidents of regurgitation, and one incident of combined stenosis and regurgitation, treated with a valve-in-valve procedure with a non-medtronic device. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.